Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Update field (b5).

Event description:
The intended diagnostic procedure was a gastro-diagnostic, which was completed using another video system center without delay. A gastrointestinal videoscope was involved in the event. No patient was involved in the failure event.

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report.) This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as an unstable front panel was confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty/broken power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center displayed no endoscope image and the front panel was unstable. The issue was found while preparing for an unspecified examination. There were no reports of patient harm.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.